Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a button error on their insulin pump. It was reported that the customer's blood glucose was 350mg/dl. It was reported that the customer's down button was unresponsive. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.